Manufacturer narrative:
Unit passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and unexpected restart test due to motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.